Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer declined trouble shooting for low blood glucose. The reservoir and insulin pump will not be returned for analysis.